Event description:
The complainant reported the patient was on impella cp support. While on support, the patient decompensated in the last 12 hours. The patient was septic, hemorrhagic, and endured cardiogenic shock. A gastrointestinal bleed was noted. The decision was made to withdrawal care to comfort measures and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the gastrointestinal bleed and the sepsis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the gastrointestinal bleed and the sepsis could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.